Event description:
Implanted right breast - (B)(6) 2014, stitches ripped open emergency surgery (B)(6) 2014, final (B)(6) 2014. Many illness issues starting in 2015. Emergency explant (B)(6) 2017 due to infection and capsular contracture. On (B)(6) 2017, another emergency surgery due to stitches ripped open again. Many issues due to all the strong antibiotics. Especially cipro x2 of max dosage for 10 days. Still recovering but much better after explant.